Manufacturer narrative:
(B)(4). Additional information: the patient passed away on an unreported date in (B)(6) 2014. A device history review and service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device was serviced more than 1 year ago therefore a service history review was not performed as part of the complaint investigation. Should additional relevant information become available, a supplemental report will be submitted.